Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level displayed as "high," indicating an adverse impact. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose level. Reportedly, the customer resumed insulin to address the issue.